Manufacturer narrative:
Device was received with a pump error 43 alarm during rewind test due to a problem isolated to electrical board. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to pump error 43. Unable to verify pump error 35, 37, 40, 42, 79, 80, 82, and 130 due to electronic anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm during rewind. Customer stated that the insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.